Manufacturer narrative:
Analysis of returned system logs confirmed the implantable pulse generator (ipg) was found in service app mode. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient underwent an rfa procedure, after the procedure the abbott representative who was present and had set the patient's scs system to surgery mode, was unable to take the scs system out of the surgery mode. After multiple attempts the representative was able to re-establish connection with the patient's scs implantable pulse generator, but there were no programs stored in the memory. The representative restored the programs and the patient's therapy was restored.